Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the device log confirmed CPR activity with valid patient impedance detected and leads properly connected. The device was set to lead I view, so ECG waveforms were not displayed, switching to pads view would have displayed active ECG. It was determined after conversation with the customer that this device had a different user configuration than most their devices. This device was configured to start up in lead I, but most other devices pads. The customer will be checking user configurations to assure they are all the same to reduce confusion. All device tests passed, with no issues found in functionality, ECG acquisition, or user interface. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant indicated that after the patient event, during device testing, the device was unable to recognize the attached electrode pads. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.